Event description:
It was reported that a patient with this inflatable penile prosthesis experienced the cylinders were no longer inflating and the device no longer working. A replacement surgery was performed in which physician suspected that the issue was likely caused by fluid loss in the system. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).